Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a button alarm while they were asleep. Customer reported that they sleep with the pump on their body, and think that they slept on top of the pump causing the alarm to occur. Customer reported a blood glucose level of 244 (mg/dl) and reported that this is within their target range. Tandem technical support educated the customer on how to prevent the button alarm from being triggered.